Event description:
It was reported that the ventilator generated technical error codes indicating disabled valves and communication error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating disabled valves and communication error. The service engineer replaced the breathing control printed circuit board (pcb) and returned it for further investigation. The ventilator has no reported issues after that. The visual inspection of the returned control pcb showed no anomalies. The evaluation of received device logs confirms the technical error codes on the reported date of event. The error codes were followed by a message indicating a parameter initialization failure. There are several software errors that may indicate a bad memory or buffer component. The returned control pcb was installed in the reference ventilator. The ventilator had issues. Ventilation restarted several times and breathing software errors appeared every time. Two pre-use check and six days of simulated test ventilation passed, but no permanent fault was found, the last five days passed without any issues at all. The conclusion is that technical errors and messages that indicate a hardware problem with the control pcb were found in the device logs and was indicated during the investigation. As the problem was not permanent, the root cause could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).